Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Tested returned unit. No mfg parameters found out of spec. Returned panasonic battery did not power on meter. Replaced with cig battery and meter power on successfully. Did not observe battery icon or booklet icon while strip was inserted. Uom was returned in mg/dl when received. The 0300 and 0806 errors were observed in the error log indicating battery drop.